Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Analysis was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump also had minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 254 mg/dl at the time of the incident. The customer states decline to check for the presence of a leak. The customer decline to complete the high blood glucose troubleshooting test. However, the customer did state the insulin pump was damage. The pump had a cracked reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.